Manufacturer narrative:
Section b3: the date of the event is unknown and is estimated to have occurred in (B)(6) of 2025. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported that while treating her shoulder was aching. The patient will be reaching out to her pcp and will call back with any updates. No further consequences were reported. The orthopak assembly was not returned.